Event description:
It was reported, that the patient presented with a pocket infection. There is no known allegation, that the implantable cardioverter defibrillator (ICD) caused or contributed to the infection. The ICD was explanted. There were no patient consequences.